Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and downloaded the most current software revision, to resolve the issue. The ventilator passed all tests, calibrations and was operating within the manufacturing specifications.

Event description:
It was reported that during patient use, the ventilator screen became blank. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.